Manufacturer narrative:
The reporter confirmed the explanted device will not be return to apollo for analysis. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically, as this is indicative of a balloon deflation. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Complications: possible complications of the use of the orbera® system include: insufficient or no weight loss. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Balloon deflation and subsequent replacement.

Event description:
Reported as: the physician removed a patient's orbera intragastric balloon 6 months after implant and reported "patient was not losing any weight, had some nausea in the beginning but then felt better. Upon removal the balloon had less fill volume. There may have been a valve leak." The device was removed and replaced.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 09-oct-2017 additional information: device evaluation summary: the device was returned to apollo, and a visual inspection was performed. A visual examination was performed on the device, and noted the balloon was received deployed with brown discoloration on the shell. Brown particles were observed on the outer surface of the balloon shell and center patch. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed from three separate openings. All openings were circled, indicating the physician made those during device removal. Under microscopic analysis, all the openings were noted to have striated edges, which is consistent with device removal. Brown particles were observed in the valve channel.